Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off intermittently. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, turns of and off intermittently did not occur. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.